Manufacturer narrative:
The user reported a hospitalization due to cardiac issues on (B)(6) 2025 but declined to share the diagnosis. At the time of the call, the user reported feeling overwhelmed, fatigued, and tired. The event was not related to diabetes or glucose measurements. Per dms records, the user has not been using the system since (B)(6) 2025 due to losing the stx charging components.

Event description:
Senseonics was made aware of an incident where user reported a hospitalization due to cardiac issues on 02-dec-2025 but declined to share the diagnosis. At the time of the call, the user reported feeling overwhelmed, fatigued, and tired. The event was not related to diabetes or glucose measurements. Per dms records, the user has not been using the system since (B)(6) 2025 due to losing the transmitter charging components.